Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: patient went to pull off the cap of syringe, before pitting into insulin vial dripping from needle, fluid already in syringe like a lubricant oil.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2164179. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter within the fluid path. The following information was provided by the initial reporter: patient went to pull off the cap of syringe, before pitting into insulin vial dripping from needle, fluid already in syringe like a lubricant oil.